Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The int j med. Public health (2022) published: "peripherally inserted central catheters (PICC) lines in oncology patients: patient satisfaction, outcomes and cost comparison ¿ experience of an indian tertiary cancer care institute". The aim of the study was to review the experience of PICC (peripherally inserted central catheter) lines over 3 years, to analyze conditions for which PICC lines were used, catheter indwelling period, incidence and types of complications, reasons for removal and quality of life of these patients. Method: between april 2016 and july 2019, a total of 100 patients were treated with PICC line insertion. The exit site sprayed with cavilon and covered with biopatch and tegarderm. The median age was 33 years (range 2 ¿77 ). The median age was 33 years (range 2-77). The patients were followed-up for 3 years. Results: the following complications were reported as follows: (n=5) PICC line-related infections (n=1) foreign body reaction PICC lines in oncology patients are reasonably safe for long lasting cvad with acceptable incidence of complications.

Event description:
N/a

Manufacturer narrative:
The biopatch was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined; however, the most probable root cause is most likely attributable to the underlying health conditions of the patients within the study. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. According to information provided it is unknown if the event required medical intervention or treatment.